Manufacturer narrative:
The customer did not return the suspected product for evaluation. Therefore, an in-house contour next link meter was tested with the in-house contour next test strips and in-house contour next control solution from lot # 8bv1a17, which gave satisfactory performance. All control readings obtained during in-house testing were properly marked as control in meter's memory. Additionally, a device history record was reviewed for the suspected contour next link meter and no manufacturing anomalies were found.

Manufacturer narrative:
The customer returned the suspected contour next link meter, contour next test strips and contour next control solution from lot # 8bv1a17 for evaluation. An in-house testing was performed using the returned meter with returned test strips and control solution, which gave satisfactory performance. All control readings obtained during in-house testing were properly marked as control in meter's memory.

Manufacturer narrative:
The patient/family was the initial reporter, so personal information was not entered. No information was captured as the customer's weight was not provided. This event is related to MDR # 1810909-2019-00570.

Event description:
The customer contacted ascensia customer service to report about an issue of control readings being marked as blood tests in the memory of the contour next link meter. During troubleshooting, customer ran control tests and obtained readings of 48 mg/dl, 55 mg/dl and 62 mg/dl. The meter did not automatically mark the reading of 48 mg/dl as a control test, and so the reading will be displayed as a blood result when accessing the meter's memory. There was no allegation of an adverse event. The customer was advised to return the control solution for evaluation. Replacement meter kit and test strips were sent to the customer.